Event description:
A patient had undergone a 7 hour lateral craniotomy for a brain tumor removal. After completion of the procedure it was noted that the clamp had loosened and a depressed area was noted on the pt's head. A CT scan identified a hair line fracture. There was no evidence of an intracranial hematoma. There was no treatment for this event and the patient was discharged to home without any further events. The unit was originally set at 60-70 psi but at the end of the procedure the pressure was noted to be 30 psi.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.